Event description:
Information received with return of the explanted device notes muscle stimulation, exit block, capture anomalies and myopotential oversensing. A fracture of the insulation was noted on fluoroscopy.